Event description:
Attorney reported: (B) (6) 2007 - the pt underwent a hernia repair surgical procedure and, during the course thereof, physician implanted one composix kugel mesh patch hernia surgical repair product into his abdomen. "Pt suffered multiple and severe painful injuries, including but not limited to, bowel adhesions, infections, subsequent surgeries, removal of the composix kugel patch, severe abdominal pain and swelling, nausea, sickness, permanent disfigurement to her abdominal area, severe discomfort, anxiety, suffering, pain and injuries to his body as a whole".

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.